Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that a large volume pump module and pc unit found in the ICU had a communication error. There was patient involvement but no harm.

Event description:
It was reported that a large volume pump module and pc unit found in the ICU had a communication error. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available. Additional information : remedial action required, remedial action, imdrf annex a, b, c, d, g codes.